Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the sensor was giving inaccurate reading and the insulin pump when into threshold suspend three times. Sensor reading was 49 mg/dl and blood glucose first time was 83 mg/dl and the last time it was 193 mg/dl. Customer was advised how to properly calibrate the sensor. Event occurred at night. Customer sleeps on the left side and sensor was not the right side. Customer was advised to remove the sensor. No further information reported.